Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient height is (B)(6). Additional device product code is hwc. Other number¿UDI: (B)(4) lot number unknown. The complaint device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported that during an initial open reduction and internal fixation (orif) of a left distal humerus, one of the 2.7mm variable angle (va) locking screws would not lock into the 2.7mm va distal humerus plate, nor would it come back out of the screw hole. The screw remains implanted with the plate and is reported to be secure. All other screws were implanted and locked into the plate with no problem. The surgery was delayed approximately one (1) minute and was completed successfully with no harm to patient. This report is 2 of 2 for (B)(4).